Event description:
It was reported to target that during a catheterization with the tracker excel-14 catheter and transend-14 guidewire of an anterior communicating artery aneurysm, the first 3 "gdc" coils were deployed all within reasonable time. The final detachment time of the 4th gdc coil was just over 12 minutes but the delivery wire was removed without any problem. As the physician withdrew the excel micro catheter the 4th gdc coil was clearly attached to the micro catheter and came back to the anterior cerebral artery. The physician did not withdraw anymore but knocked it off the end of the micro catheter by the wire and withdrew the whole system. The pt was put on heparin and anti-platelets. The pt was well after the procedure and presented no neurological deficit.